Manufacturer narrative:
(B)(4).

Event description:
It was reported that during prophylactic generator replacement, the new generator showed near end of service after being placed in the chest pocket. It was reported that prior interrogation outside of the chest pocket was within normal limits. It was reported that electrocautery was not used after the chest pocket was opened. A new generator was implanted without issues and the generator showing near end of service was returned for analysis. Analysis of the generator was completed on 04/14/2016. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Review of the device decoder identified that the memory locations show a value of 1.797 volts indicating an eos condition. Burn marks were observed on the pulse generator case, indicating that the pulse generator may have been exposed to an electro-cautery tool during the attempted implant procedure, which may have been a contributing factor. Other than the noted eos condition, there were no performance or any other type of adverse condition found with the pulse generator. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution.